Manufacturer narrative:
(B)(4). After further investigation of the complaint it was determined that the system error 2270 identified during baxter evaluation is unlikely to cause patient harm and a failure which would have been recorded in the logs if it had occurred during patient use. In addition, review of the device logs revealed that this failure did not occur when the device was in the patient's possession. There were no increased intraperitoneal volume (overfill) events in the log, and there were no other alarms that would have lead to patient harm. In conclusion it is unlikely that the homechoice device caused or contributed to this patient death. This event is neither a reportable adverse event, nor a reportable malfunction.

Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. There was no report of death or serious injury.

Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter for an unknown issue. During a follow up call on (B)(6) 2010, the dialysis nurse advised the patient had expired due to cardiac arrest on (B)(6) 2010 while in rehabilitation hospital. During a follow up call on (B)(6) 2010, the facility nurse provided the following information: this was a (B)(6) female patient who reportedly was connected to the homechoice device and expired due to cardiac arrest on (B)(6) 2010. The patient was in a rehabilitation facility at the time of expiration. Cardiac resuscitation was performed without success. The patient was not transported to the emergency department or hospital at this time. No autopsy was performed per request of the family. The listed cause of death was cardiac arrest. Reportedly the patient had a long history of multiple cardiac issues. The patient had been hospitalized on (B)(6) 2010 due to need for decubiti treatment. The patient was discharged to the extended care facility/rehabilitation facility on (B)(6) 2010. The facility nurse indicated there were no allegations that the baxter devices and solutions caused or contributed to the patient's death.

Manufacturer narrative:
(B)(4). Evaluation summary: the return instrument test evaluation (rite) test was performed. The device failed the homechoice rite functional test due to encountering a system error 2270 (ad multiplexer system test failed) alarm. The homechoice rite electrical test passed. The reported problem was confirmed by duplication during the rite functional test. The assignable cause for the rite functional failure was determined to be intermittent operation of the digital printed circuit board (pcb). Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective and preventive action as appropriate.

Manufacturer narrative:
(B)(4). The device has been requested for return to the baxter product analysis lab (pal) for evaluations. Should the device be returned, a follow up report will be submitted upon completion of the evaluation.